Manufacturer narrative:
The sample is not available for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The customer reported a patient was in the hospital for their 7th round of chemotherapy. At 18:17, the doctor instructed administration of docetaxel (taxotere) 120.8 mg to be infused with normal saline 250 ml. At 18:32, the patient was observed and there was no redness or swelling at the site. At 18:48, no leakage from the connection on the tubing was noted. At 18:50, the patient rang the bell and indicated fluid leaking from the filter of the chemotherapy infusion tubing. Two droplets were noted on the bedding. There was patient involvement but no harm reported.